Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level reveals that the fracture occurred in the neck region of the screw shank. Device was then sent for fracture analysis. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surfaces toward the potential crack termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the polyaxial screw fracturing cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surfaces toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken screw was discovered during the spine revision surgery ¿ the removal of n expedium construct from levels th11 to s1, in which the broken pin was implanted in level l1 (and the l2 vertebra had a pre-primary surgery fracture ¿ there were no screws inserted in vertebral body).